Manufacturer narrative:
Continuation of d10: product ID a72200 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Software version of the app involved in this event is 1.0.1071. Rep was asked was the cause of the inability to turn off stimulation/ system error determined? Rep stated from what they can determine talking with the patient and his spouse today it seems like this issue has been resolved. Sounds like they were not holding the communicator close enough to the patient's battery when trying to make a connection. She also mentioned she reset the c ommunicator on accident by holding the power button too long when trying to turn off the communicator. Patient services was able to help her reestablish the bluetooth connection between the communicator and remote control. The issue has been resolved, the rep had them turn off and on the therapy a couple times today in the clinic to make sure they are comfortable with the technology.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins). The reason for call was yesterday the patient went to turn off the implanted neurostimulator and they could not turn it off. Caller said they could turn it back on for a couple months and all of a sudden it kept cutting off real quick. Caller called manufacturer's representative (rep) who walked them through resetting the handset and the communicator and they were able to turn it on but when they tried to turn the device off it was not working. During call patient service walked caller through removing and reinserting the communicator into the handset. Caller was able to connect to the handset to turn therapy on. Caller noted the patient did not need the stimulation during the night and they shut the device down at night and back on the morning. Pt rep called back from number on file and says that things were working but then when they went to use equipment and couldn't connect. It was discovered that they had somehow turned bluetooth off. They turned bluetooth back on and was then able to connect with ins. Patient rep called back and stated the communicator is not working again. Caller noted that everything was working well since implant, but in the last couple weeks they've had all these problems with communication and keep having to call patient se rvices. Caller noted that the communicator wasn't working yesterday, and this morning while trying to check the stimulation they have seen a system error message twice. Caller noted that the stimulation quit working as well. Caller had a photo of the first message which had the code 0x2ab4cfd and then during the call another one came up with code 0x67255b81. Agent walked caller through restarting the handset and the communicator. Caller confirmed they were able to connect to the implant and verify therapy was on. The error messages did not return. Agent recommended caller try powering down the communicator when done using it to help avoid communication issues.  Additional information was received from the rep; the patient states the handheld remote control is hard to connect to the ins, and when she finally got it connected to her husband ¿s ins this morning, she got a screen stating ¿system error¿. Patient¿s wife says she called patient services the last time this happened and it was a very long process but eventually got it connected. Cause is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.